Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was increasing their stimulation multiple times and was waking up more at night and no longer getting as effective symptom control as they once did. Patient was on program 4 at 0.85v and had changed programmer batteries and mentioned they had been on program 4 for 2 months. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that going 'back to silver sneakers' led to the patient not getting as effective symptom control. No further complications were reported.